Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient receiving dilaudid (5 mg/ml at 1.9 mg/day), bupivacaine (15 mg/ml at 5.7 mg/day), and clonidine (50 mcg/ml at 19 mcg/day) via an implanted pump. The indication for pump use was malignant pain ¿ spine/back. It was reported that today when the pump was interrogated, the logs showed a stall on (B)(6) 2021 at 2:09 pm and then a recovery at 2:38 pm the same day. The reporter had asked about environmental exposures and the patient could not think of any from that day. The test alarms were played for the patient today at the appointment, so the patient was aware of what to listen for moving forward. Additional information was received on (B)(6) 2021 from the hcp via the company representative who reported that the cause of the motor stall was not determined. The patient couldn t recall any direct causes for the motor stall. He used chromebook but would avoid this on his lap as a precaution. The actions/interventions taken regarding the issue was noted to be that the patient was taught about the alarms and told to avoid magnets.